Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit board (pcb) has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The returned pcb was installed in a reference system for simulated use testing. Tests of ventilation confirmed the reported issue in regards to the reported technical error code. Electrical measurements on the expiratory channel pcb showed that a capacitor in the pull magnet supply circuit was shorted. A failure leading to the reported technical error will lead to a stoppage in ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user via generated high priority alarms and the reported technical error code being displayed. If the fault is present during startup of the device, it will be detected during the pre-use checks tests. Our conclusion in this matter is, that the reported issue was caused by a shorted capacitor on the expiratory channel printed-circuit board (pcb), that is part of the safety valve function.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated a technical error alarm indicating a low internal supply voltage, when turned on. There was no patient involvement reported. Manufacturer reference # : (B)(4).